Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/03/2017 with the following findings: review of the black box data showed a manual year change from 2017 to 2016 on (B)(4) at 16:08. A power on reset event occurred at 16:30. When the pump was powered back on, the time/date was set to (B)(6) 2016 16:45 and deliveries resumed. The last basal delivery was recorded on (B)(6) 2016 at 14:54. The last bolus delivery was recorded as a 5.35-unit bolus on (B)(6) 2016 at 13:21. The pump was exercised for 24 hours on a 2.0-unit-per-hour basal rate; at the end of testing, the basal history correctly showed 2.0 units and the total daily dose showed 48.0 units. The total daily doses added up correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. No delivery interruptions or errors, alarms or warnings occurred during the investigation. Investigation did not duplicate the complaint.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 12/30/2016, the reporter contacted animas alleging the patient¿s blood glucose on an unknown date was 50 mg/dl with blurred vision. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pumps settings were not recently changed. It was reported the basal history did not match the active basal program. This complaint is being reported because the reported health event was attributed to a pump malfunction.